Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a peeled downstream occlusion (dso) seal. After investigation the results indicated a reportable malfunction due to the peeled dso seal. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal, updated software, performed dso/upstream occlusion (uso) calibration, and reset the unit to standard configuration. The pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the device turned on, then shut back off, with the alternating current (ac) and battery. The customer returned the product for device shutting off, and during physical inspection it was found that the downstream occlusion (dso) seal was peeled. There was no patient involvement.